Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary for (B)(4): the full lead was returned, analyzed and no anomalies were found. It was noted that there was blood in/on the helix mechanism.

Event description:
It was reported that during implant, the helix of the lead could not be extracted easily even given many turns. It was also indicated that physician tried to locate it sometimes and could not. The lead was removed and was replaced with a new lead. No patient complications have been reported as a result of this event.